Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the surgeon experience issue with the loading or firing of the clips. They then used another device to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video and one device. A visual inspection of the returned video noted: the clip counter display depicts the number 04, the instrument was cycled and it appears to not have loaded a clip, and the clip counter display depicts the number 03 after the firing of the instrument. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was cycled and the pusher bar was observed not functioning properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.